Event description:
It was reported that the pulse generator exhibited a premature elective replacement indicator. The device was reprogrammed and the patient was sent home. A week later the patient was presented to the hospital experiencing lightheadedness. Upon interrogation, the pulse generator exhibited a premature elective replacement indicator. After clearing the indicator, the device remained implanted. The pocket was opened to revise the competitor lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.